Event description:
The pt reportedly hit their head against another person in the swimming pool. The pt was seen at the implant center for device evaluation. Testing performed confirmed that the device was no longer functioning. The device was explanted. The pt was reimplanted with another clarion device.